Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth, inflammation, swelling and redness at the abutment site and subsequently underwent skin revision and cauterisation (date not reported). Following treatment, the patient resumed use of the device.